Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The anti-tg reagent lot number was 670957 with an expiration date of 31-dec-2023.

Manufacturer narrative:
The sample foam detection (sfd) images provided show that sample containers are tilted and the active gripper is dusty. The alarm trace data show many regularly occurring alarms related to film or foam being detected on the reagents. The investigation determined the event was consistent with a reagent handling issue at the customer site.

Manufacturer narrative:
Na h3 other text : na.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys anti-tg (anti-tg) on a cobas 8000 system. The initial result from an aliquot from the primary sample was 42 iu/ml. The primary sample was repeated with a result of 22 iu/ml. An aliquot from the primary sample was repeated with a result of 20 iu/ml. The questionable high result was not reported outside of the laboratory.